Event description:
Philips received a complaint on the heartstart mrx indicating that the defibrillation test failed. There was no patient involvement. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the device was back to work functionally after replacing the battery. Based on the information available and the testing conducted, the cause of the reported problem was defective battery. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.